Manufacturer narrative:
.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the calcified, tortuous left main (lm) to left anterior descending (lad) artery. The lesion was predilated with a 2.25x15 mm non-boston scientific balloon. A 2.0x10 mm cutting balloon was also used. The physician attempted to place the 2.50x16 mm taxus express2 drug eluting stent, but it was unable to cross the lesion. Upon removal, flared stent struts were found. The case was completed with another 2.5x16 mm taxus stent. No pt complications were reported. Pt status reported as "fine."